Event description:
Bard avaulta plus posterior biosynthetic support system (lot #cvr10042) and bard align to transobutrator urethral support system (lot #cvrj0017) were implanted in me on (B)(6) 2007. Never had left hip/leg/foot pain and neuropathy prior to implants. Trouble sitting, laying on left side, and getting up from sitting to standing, trouble walking, now using a cane. Pain to left groin/labial area since implants and this is worsening; it's like sawing teeth feeling against the groin, like an extreme toothache with the tooth being set on fire. The ridge of the implant can be felt pushing against my groin. Pain deep inside pelvic area like an ice pick stabbing. Sharp pains when bladder empties. The avaulta failed in its purpose because I can feel something bulging down in the vagina when I cough or laugh. I now have fecal incontinence that I never had before. The align tot failed because I have urinary incontinence. The mesh extruded and was causing vaginal bleeding and pain, and my surgeon excised some of the align tot surgically on (B)(6) 2008. The surgeon tried to stop the urinary incontinence with a suburethral collagen injection on (B)(6) 2010. The surgeon injected suburethral collagen by injection under anesthesia again and excised the left avaulta arm. On (B)(6) 2010, the surgeon injected more suburethral collagen under anesthesia.